Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: there was visible moisture behind display lens. A leak test performed and failed due to a display lens leak. There was evidence of moisture found internally on display screen, main pcb and on and under the cgm pcb. Por following cs64 0008 alarm in the bb on the date of complaint (B)(6) 2016. Cs78 occurred at step 15; rewind step. Unable to perform steps 21 and 22 of this investigation; cs78 at the rewind step. There was no damage found to the battery cap or battery compartment; battery cap securely attaches to pump.